Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the down button on the patient's infusion device was damaged and no longer functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.